Manufacturer narrative:
The serial number of the customer's cobas pure c 303 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable calcium gen.2 (ca2) result from one patient sample tested on the cobas pure c 303 analytical unit. The initial result of the initial patient sample from the analyzer was 6.8 mg/dl. The first repeat result of the initial patient sample from the analyzer was 9.5 mg/dl. The second repeat result of the initial patient sample from the c 501 module was 9.5 mg/dl. The result of a new patient sample was 9.5 mg/dl.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.